Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted; however, the pusher wire was returned for evaluation. The v-grip used for the procedure was not returned. The implant had been detached from the pusher. Destructive analysis revealed the distal black pet was burnt, with evidence of thermal detachment. The v-grip used for the case was not returned; therefore, analysis of the v-grip and functional testing could not be performed. Based on the reported procedure details and the product evaluation, the complaints of coil non-detachment and coil break can be confirmed; however, the root cause cannot be determined.

Event description:
It was reported that after positioning an embolization coil in an aneurysm, the coil would not detach. Multiple attempts were made to detach the coil, without success. During repositioning, the coil was noted to have detached in the aneurysm. There was no reported patient injury or health damage.